Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 2.1; lab: 1.7. Time elapsed between each method of testing is one hour. Pt's therapeutic range is 2.0-3.0. Pt was hospitalized on (B)(6) 2012 for internal bleeding.